Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock. The patient had atrial fibrillation (af) with rapid ventricular response (rvr). Short run of possible ventricular tachycardia (vt) was also noted. Therapy was exhausted. The patient was hospitalized. An attempt to obtain additional information was unsuccessful. The device remains implanted. No additional adverse patient effects were reported.